Manufacturer narrative:
No conclusion code available. As received, a complete lead was returned in one piece. Visual inspection revealed one external abrasion breaching the optim sheath, proximal to the suture sleeve tie impression, consistent with friction to the device can. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis. Visual inspection found one external abrasion breaching only the optim sheath, proximal to the suture sleeve tie impression consistent with friction to the device can.